Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter address: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was reported that the balloon ruptured upon first inflation at 10atm within 10 seconds. The device was removed using normal method without any problem. The procedure was completed with another 10mmx3.00mm wolverine coronary cutting balloon. There were no complications reported and the patient was in good condition post procedure.